Event description:
The complaint was reported as: the customer alleges the cannula is deformed. The nasal prong has a sharp edge. No report of a pt injury.

Manufacturer narrative:
Visual inspection was conducted on a picture provided by the customer and it was observed that the issue described as 'cannula deformed" actually it is a short shot on the tip of the cannula. No other issues were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The records reviewed (device history record) showed that there were no issues related to short shots neither on the product nor its components during the manufacture of the material. A picture was provided from the customer for eval and it was observed that the issue described as "cannula deformed" actually is a short shot on the tip of the cannula. No other issues were observed. A corrective action was implemented for this issue for all personnel from the production line via re-training in order to keep the awareness of this type of issues and avoid the assembly. The lot number reported was manufactured before corrective actions.